Event description:
It was reported that there was undersensing on the atrial lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator  - (B)(6) 2009, 4196 implantable pacing lead - (B)(6) 2009. (B)(4).